Event description:
The g-j button was inserted under fluoroscopy on a patient. Placement was verified and no complications were noted. The following day, the patient was found to have jejunal perforation. Patient returned to surgery for perforation repair.what was the original intended procedure?conversion of a gastrostomy button to a gastrostomy/jejunal button.device #1is this a laboratory device or laboratory test?no.